Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed verticle lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a faulty lcd display color cable. The cable will be replaced to correct the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.